Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g.,infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A 62-year-old patient was treated for nonischemic cardiomyopathy. He received extracorporeal membrane oxygenation (va-ECMO) support and was ventilated. An impella 5.5 smartassist heart pump was then used for hemodynamic support. High purge pressure was reported on day 28 of impella support. The user performed lysis therapy in an attempt to clear the purge lumen of any potential biomaterial. The day after the incident, the patient was successfully weaned from the impella 5.5 heart pump.

Manufacturer narrative:
The investigation into the high purge pressures has been completed. The device nor data logs were returned for evaluation. Therefore, the root cause of the high purge pressure was unable to be determined since the product was not returned and limited clinical details were provided.